Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 20mg/ml morphine at 2.757mg/day via an implantable infusion pump for an unknown indication for use. It was reported that there was a pump failure. It was reported that the pump was explanted on (B)(6) 2018. It was reported that the patient was not involved in a clinical study. It was reported the device would be returned to the manufacturer and the device was replaced with a manufacturer's device. It was reported the pump was used with/in the patient for treatment. There was no patient death or patient injury. It was reported the patient recovered without sequela. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis had not been completed at the time of the report. A follow up report will be submitted when analysis results are available.

Event description:
Additional information was received from a hcp on 2018-apr-05. It was reported that the cause of the pump failure was possibly end of battery life, but the elective replacement indicator was (B)(6)2018. A medical record note from (B)(6)2017 noted that the pump had been working up until two weeks prior when the pump started alarming and the patient went through withdrawals "last week" relative to (B)(6)2017. No further complications were noted.